Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the lot number printed on the outer box shows 6015735 but in the product itself, label shows 4262848 and 4262849. Event occurred during incoming inspection. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Fifty-five unused devices were returned for evaluation. Visual evaluation was performed and compared to the lot number on the box label and lot number printed on the assemblies. Finished assembly are identified as required with lot number traceability, no problem identified. Therefore, the customer's problem was not confirmed. The root cause is unknown. No actions will be implemented. The device history review of the reported lot number found no non-conformities during the manufacturing process.